Manufacturer narrative:
Reference (B)(4). Medical device: nexgen lcck precoat stemmed tibial component, item # 00598004702, lot # 37210866, nexgen poly patella standard size 35mm, item # 00597206535, lot # 62326942, nexgen cemented femoral component size g left, item 00576401751, lot # 61739202, nexgen lps-flex articular surface size gh 10mm, item # 00596404210, lot # 61431361. Foreign source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the products are unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00346, 0002648920-2017-00348, 3007963827-2017-00225 and 0001822565-2017-03601.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.